Event description:
During evaluation of a returned spectrum iq infusion pump, the device displayed downstream occlusion with a set loaded. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device displayed downstream occlusion with a set loaded. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be force sensor as the failing component which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.